Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with the clinic programmer. The wand telemetry was attempted and failed. The programmer was restarted and a software update was performed. The interrogation was still unsuccessful. This ICD remains in service. No adverse patient effects were reported.